Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing labels with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for missing labels was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to confirm the customer's indicated failure mode. Based on the investigation, the root cause / potential root cause for the missing label was improper line clearance.

Event description:
It was reported that a bd vacutainer® plus plastic sst tube was missing its label. No serious injury or medical intervention.